Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the upper left corner. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between july 19, 2018 - july 20, 2018. The device was received for evaluation. Visual inspection observed a top left weld defect where the customer marked the alleged location of the leak. Functional testing was performed and revealed a leak coming from the top left weld. The reported problem was verified. The cause of the condition was determined to be inadequate or lack of cyclohexanone being applied to the spike port cap during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.